Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The root cause of the failure (cannot remove cutter) was due to various worn out components caused by exposure to organic debris and materials which led to corrosion. The root cause of the bent neuro-tip leg was due to excessive lateral force being placed on the device which caused the neuro-tip to bend, damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device had bad bearings. During in-house engineering evaluation, it was determined that the device had bad bearings, the device would not release the cutter (cannot remove cutter) and the tip was bent. The device was taken apart and it was noted that there was excessive soap residue, medical debris, corrosion in the distal bearings which caused the reported failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.